Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracic procedure, the device would not fire after the green firing button was pushed. The handle loops did open once green button was pressed but the device was not responding. They replaced the stapler to complete the case. There was no patient injury.